Event description:
Event description guidant received information that the cardiac resynchronization defibrillator (crt-d) was not treating the patients racing heart. He further reported that while he had the device, he had to go to the emergency room repeatedly. The crt-d was removed and replaced.